Manufacturer narrative:
(B)(4).

Event description:
A customer stated that there was a gap in the patient images due to the increment value being too high. This complaint is still under investigation.